Manufacturer narrative:
On 04-may-2023: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Bottom part of the dual clean come up...broken - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the bottom part of the oral-b toothbrush dual clean toothbrush head came up/broke mid brush. No injury was reported.

Event description:
Bottom part of the dual clean come up...broken - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the bottom part of the oral-b toothbrush dual clean toothbrush head came up/broke mid brush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.